Manufacturer narrative:
Is an approximate date. The actual date of the event is not known. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pezs04 was being used during a hip arthroscopy procedure on approximately the (B)(6) 2020 when it was reported "at the conclusion the ez access cannula was removed and discovered that the distal end was missing. Upon further examination it was discovered that a piece had been resected/broke etc and was lodged in the tissue between the capsule and skin. It took approximately 15 minutes to retrieve it from the patient". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during insertion and use. Ise care while passing sharp instrumentation to prevent damage to the device. Inspect instruments after use to ensure they have not been damaged. It is the responsibility of the surgeon to become familiar with the proper techniques for use. This issue will continue to be monitored through the complaint system to assure patient safety.